Event description:
Same case as MDR ID#: 2134265-2014-00215, 2134265-2014-00368 it was reported that during a coronary artery stenting treatment procedure, balloon burst occurred. Post procedure stent thrombosis also occurred and the patient expired. The 1st target lesion was located in the moderately tortuous and heavily calcified ostial proximal circumflex artery (prox cx). A 2.00x20mm maverick² balloon catheter was advanced to the lesion and it burst on the second inflation at 12atm. The balloon catheter was removed successfully. The 2nd target lesion was located in the moderately tortuous ostial proximal left anterior descending artery (prox lad) into left main coronary artery (lmca). It was dilated with a 2.25x12mm non-bsc catheter at 18atm and kissing stents placement was performed. A 3.0x24mm promus premier stent was placed in the ostial circumflex and a 3.0x16mm promus premier stent was placed in the ostial lad with very good result. Both stents were inflated to 14atm. Upon being taken off of the table the patient became nauseous and his heart rate slowed down. The patient was put back on the table and chest compressions and cardiopulmonary resuscitation (CPR) were performed. An angiographic image revealed a stent thrombosis in the circumflex stent. The 3.0x24 promus premier stent in the circumflex was dilated using a nc quantum apex balloon. The patient was given reopro and put on a balloon pump. In the opinion of the physician, both stents were placed with "too much metal overlapping" and the occluded lmca was not completely covered by the stents placed in the circumflex and lad. The stents also were not fully apposed to the vessel wall. Therefore the stent thrombosis occurred due to the heavily calcified lesion and stent deployment issues. The patient's status was stable post procedure, but expired during the weekend. The cause of death was ischemic bowel. In the opinion of the physician, the death was not related to the maverick balloon, but the trauma to the patient¿s body from the stent thrombosis could have lead to ischemic bowel.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).